Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that within one day of implant, the right ventricular lead impedance was noted to be high/undefined. During the revision procedure, the rv coil connector pin was easily pulled out of the port without too much effort. The physician attempted to insert the rv coil connector pin back into the port; however, the pin could not be fully inserted due to the set screw obstructing the port. The device was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device had a damaged connector. The returned device indicated a grommet issue. The returned device indicated a damaged grommet. The returned device indicated a damaged set screw. If information is provided in the future, a supplemental report will be issued.